Event description:
Information received by medtronic indicated that the customer reported experiencing hyperglycemia and insulin flow blocked. Troubleshooting was performed for the reported event. The blood glucose value at the time of the event was 480 mg/dl and at the time of the call was 150 mg/dl. The customer was treated with a manual injection. The customer had been using an insulin pump system within 48 hours of the reported event and the auto mode feature was not active. The customer reported an insulin flow blocked alarm during fill tubing. The customer confirmed insulin did not exit at the infusion set quick release during the 5u fill cannula. The customer confirmed insulin exited the tubing with a manual push of the reservoir plunger. The customer attempted to load the reservoir/fill tubing process and insulin did not exit the tubing or pump alarmed. The customer re-attempted the load reservoir/fill tubing process after a complete set change and insulin exited or the pump alarmed. No further patient complications were reported. The customer will discontinue using the insulin pump and the pump will be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed outside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Inserted a test sc1-cap into the retainer ring, and it locked in place properly. The retainer ring is solidly attached to the reservoir tube lip. Did not note any cracks in or around the reservoir tube lip, or in the retainer ring. Did not note any cracks in the battery tube or in the battery threads. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thump software was utilized and uploaded trace/history files properly. The adapt tool confirms that the following delivery related alerts/alarms occurred around the event date: 100=bolus not delivered occurred on 02/24/24 @ 21:19:53. The adapt tool lists the following pump errors that could potentially trigger a critical pump error (open book image): pump error 53 (filenumber = 632, linenumber = 5707) occurred on 02/12/24 @ 06:54:08 and on 03/05/24 @ 02:02:49. The case was cut open. After visual inspection, there are signs of previous moisture presence in/around the following: lcd flex cable terminal. In summary, the customer¿s report of insulin flow blocked alarms was not confirmed during testing. According to the adapt tool, pump error 53 (filenumber = 632, linenumber = 5707) is due to a software error. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.